Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, prior to midnight, the patient reported that her cgm was continuously displaying "low" despite the absence of symptoms. The "low" readings persisted into the early morning hours of (B)(6) 2026. During this period, no medication was administered, and the insulin pump was not delivering insulin because the cgm continued to display "low." The patient did not have a blood glucometer available to verify her glucose level. At approximately 3:00 am on (B)(6) 2026, the patient developed symptoms including a headache, vomiting, migraine, and dizziness. At approximately 7:00 am on (B)(6) 2026, the patient drove herself to the emergency room (ER) for evaluation. Upon arrival, a fingerstick blood glucose (fsbg) measurement was obtained and recorded as 699 mg/dl, while the cgm continued to display "low." The patient received IV therapy and was monitored for approximately four hours. Reported IV medications administered included humulin r, novolin r, toradol, and zofran. The patient's symptoms gradually improved during treatment. She was discharged at approximately 11:00 am on (B)(6) 2026 with an fsbg value of 413 mg/dl, while the cgm continued to display "low." Following discharge, the patient was instructed to continue humalog and was prescribed lantus 30 units nightly. She was also advised to obtain a blood glucometer for home monitoring. At the time of the report, the patient was doing well. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.